Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on the evening of (B)(6) 2025. No symptoms were provided. The patient was admitted with a diagnosis of peritonitis. The hospital has not provided the clinic with any documentation related to the peritonitis event. Culture results and antibiotic regimen are unknown. The patient remained hospitalized at the time of follow-up. The cause of the peritonitis is unknown. However, it was confirmed that no cassette leak or other issue related to a fresenius device, product, or drug was reported. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a cycler malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on the evening of (B)(6) 2025. No symptoms were provided. The patient was admitted with a diagnosis of peritonitis. The hospital has not provided the clinic with any documentation related to the peritonitis event. Culture results and antibiotic regimen are unknown. The patient remained hospitalized at the time of follow-up. The cause of the peritonitis is unknown. However, it was confirmed that no cassette leak or other issue related to a fresenius device, product, or drug was reported. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.